Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Two devices were returned for analysis. The devices were returned in good visual condition. In an attempt to replicate the reported incident, both devices were tested for functionality. Upon testing, the devices were cycled, fed, retained and formed the remaining clips as intended. The devices were found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, two clip appliers malfunctioned. The clips wouldn't advance nor close on the duct. A third device was pulled to complete the case. There was nothing unusual in the case. There were no patient consequences.